Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-31639, 1627487-2020-31640, 1627487-2020-31641, 1627487-2020-31642. It was reported the patient was diagnosed with an infection at their occipital system. The system was explanted on (B)(6) 2020. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.